Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2025-00046 through 3012447612-2025-00049.

Event description:
It was reported that a patient had pain and heard a creaking sound ten days post-operatively. Subsequent imaging showed that the closure top migrated out of the screw at left t12. Intra-operatively it was discovered that another closure top was loose at l1. Both closure tops were removed and replaced without removal of the rods and screws, however the rod was bent in-situ to better align it with the tulip heads. This is report three of four for this event.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a patient had pain and heard a creaking sound ten days post-operatively. Subsequent imaging showed that the closure top migrated out of the screw at left t12. Intra-operatively it was discovered that another closure top was loose at l1. Both closure tops were removed and replaced without removal of the rods and screws, however the rod was bent in-situ to better align it with the tulip heads. This is report three of four for this event.